Event description:
Patient reported the infusion device over and under-delivered insulin. He indicated that he placed the infusion device into the "run" mode and let the infusion device run. Patient stated that he matched the insulin delivered since midnight and the totals did not match. He reported experiencing both low and high blood glucose levels with "reactions." Patient was unable to provide the value of the low and high blood glucose levels. He indicated that the a1c levels were 6.2-6.5 over the previous two years. Patient stated that he addressed the elevated blood glucose levels by bolusing and administering injections. He indicated that he addressed the low blood glucose levels by eating candy and drinking soda. Patient reported switching to the backup infusion device and his blood glucose levels returned to normal. The patient did not receive assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.